Event description:
It was reported that during a rotator cuff repair using a speedscrew 5.5 implant with inserter handle, the locking mechanism on the implant remain attached to the inserter tip upon retraction. This happened again with an add'l speedscrew implant, resulting in a 30 min surgical delay. There were no reported pt complications as a result of this event.